Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca) with lesions along the length of the rca (59%, 67% and 70%) stenosed. There was resistance to advance the guidewire in the lesions but it was able to ultimately reach the lesion, however when deciding to remove it, resistance again with anatomy was noted. After extraction of the guide wire, the physician observed that it was "curly." There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported difficult to advance and the reported difficult to remove. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the reported damages (kink, twisted/curls)/noted device damages (bent tip core/hypotube, multiple proximal core bends, stretched tip coils, corkscrew shape polymer coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.the dragonfly catheter referenced in b5 is filed under a separate medwatch report number.na

Event description:
Additional information reported that the guide wire had resistance to advance and to remove from the dragonfly, the issue was with the guide wire. The dragonfly catheter could be used for imaging procedure successfully. No additional information was provided.